Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a watchman delivery system (wds) with the implant in the sheath and blood in the device. The implant, sheath, hub, core wire and tip were microscopically and visually inspected. Inspection found the sheath was buckled 4cm-5cm distal of the white snapping feature. The tip was damaged as the tri-cuts were flared, and there were abrasions on the inside of the sheath at the tip. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. There was no other damage or defect found on the remainder of the device. Product analysis confirmed the reported event as the sheath was kinked/buckled.

Event description:
This event is reportable based on returned device analysis conducted on 09 august 2023. It was reported that a delivery system kink occurred. A left atrial appendage (laa) closure procedure was being performed and a 27 mm watchman laa closure device & delivery system (wds) were used. When externally flushing the wds, the proximal end of the wds was noted to be kinked. A new wds was used to complete the procedure. No patient complications were noted. However, returned device analysis found tip and anchor damage consistent with deploying and recapturing the implant and then redeploying in the anatomy.